Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported detachment of the device (shaft separation) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to advance, detachment of the device and the subsequent treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed MDR, there was a clinically significant delay in the procedure due to all three graftmaster stent systems not being able to cross to the perforation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 6fr radial sheath, ebu 3.75 guide, wiggle wire. The two other 2.80x16mm graftmaster stent systems referenced are being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015 when trying to treat a perforation in the obtuse marginal, three 2.8x16 mm rx graftmaster stent systems were advanced but could not cross to the perforation due to the coronary anatomy and the shafts broke/fractured. Reportedly, the site does not recall if the shafts were in two pieces. No force was applied against resistance when trying to cross and all three graftmaster stent systems were simply withdrawn from the patient anatomy without intervention. The perforation was sealed with balloon angioplasty. Post procedure the patient was in stable condition. The patient was discharged to home on (B)(6) 2015. No additional information was provided.